Event description:
The user reported that the electrocardiograph signal was noisy. While the unit was being repaired, it was determined that the pacing function would not turn on. There was no harm to any pt. Examination of the unit disclosed significant corrosion on the pacer, monitor, and defibrillator boards. The corrosion was caused by the ingress of an unkown fluid there was also physical damage to the enclosure. The event is not occurring more frequently or with greater severity than is usual for the device.